Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) episodes with what appears to be noise over sensing and not the minute ventilation (mv) termination algorithm. Also, high, out of range pacing impedances were observed. Furthermore, the pacemaker recorded a pacemaker mediated tachycardia (pmt) event. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) episodes with what appears to be noise over sensing and not the minute ventilation (mv) termination algorithm. Also, high, out of range pacing impedances were observed. Furthermore, the pacemaker recorded a pacemaker mediated tachycardia (pmt) event. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.